Event description:
It was reported that during infusions of blood, air in line alarms frequently occur 30 minutes to 1 hour into the infusion. Additionally, the customer stated that alarms occasionally occur near the end of the infusions. It was also reported that once the alarming starts, it is difficult to stop. The customer stated that some nurses take the blood off the pump and gravity flow when alarms cannot be cleared. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device was not received by baxter so an evaluation could not be performed. If the device is received an evaluation will be performed and a supplemental report will be submitted.